Event description:
A consumer reported that following a cataract extraction with an intraocular lens (iol) implant procedure, he experienced glare, halos, and blurry vision. The iol was exchanged in the secondary procedure. Additional information has been requested. There are two medical device reports associated with this patient. This report is for left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the physician stating the lens was explanted in a secondary procedure after 8 months of initial implantation. The patient's and clinical reasons for explantation were intolerable dysphotopsia and loss of best corrected visual acuity (bcva).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).